Event description:
Prior to a novasure endometrial ablation the physician performed a hysteroscopy and noted a "clear cavity". A dilatation and curettage (d and c) was performed and a "difficult" mirena (lovonorgestrel-releasing intrauterine system) removal. The physician reported the mirena "was stuck" and the cervix was "very tight". Following two unsuccessful cavity integrity assessment (cia) tests the physician performed another hysteroscopy and noted a "false passage perforation". The novasure was aborted and the patient was admitted on (B)(6) 2012, for "observation" and discharged on (B)(6) 2012. There was no injury to the bowel or adjacent structures. There was no treatment for the perforation and the patient is "recovering". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).